Event description:
The patient complained of feeling dizzy when taking deep breaths. Intermittent loss of capture was observed with expiration. Fluoroscopy showed two failure points on the lead with externalized conductors near the anodal ring and distal coil and a subclavian crush near the proximal coil and can. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.